Manufacturer narrative:
Follow-up # 2 date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the black box and alarm history showed a cs 064 call service alarm. The pump powered on properly with no alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no cs 088 alarms or any errors, alarms or warnings occurred during the 24 hour duration test. The investigation was unable to duplicate the initial complaint and the product performed within specification. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
(B)(4).